Manufacturer narrative:
Other applicable components are: product ID: 9735821, serial/lot #: (B)(4), ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera had an anomaly. The amber led on the camera was lit with temperature and bump sensors activated in the ndi tool box. The issue was found at inspection. It was also noted that since the camera worked normally at the last inspection, it is likely that the sensors probably got activated somewhere during transportation of the camera. The camera was completely non-functional. Replacing the camera resolved the issue. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was faulty. The manufacturing representative replaced the camera. The system then passed the system checkout and was found to be fully functional. Analysis on the returned camera resulted in an electrical failure that was found through functional testing, visual/physical examination, and proceduralized device testing.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.